Manufacturer narrative:
(B)(4). Only the catheter was returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The revision occurred on (B)(6) 2016. A damaged portion of catheter was visually noted in the pump pocket. It was replaced with an 8784 and cerebrospinal fluid (csf) flow was restored. The catheter was primed and therapy was restored. It was unclear what the exact cause was and the catheter was returned to the manufacturer.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Additional information was received from a device manufacturer representative (rep). The catheter access port was accessed and they were unable to aspirate. They will plan a catheterization in the future.

Manufacturer narrative:
The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found no significant anomaly. (B)(4).

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (1 000mcg/ml at 880.9mcg/day) from an implanted pump. The indication for use was cerebral palsy and intractable spasticity. At a refill on (B)(6) 2016 the expected volume was 10.1ml and the actual reservoir volume was 15.3ml. The hcp and patient family members had reported about 5ml excess in reservoir during recent refills. The patient had also experienced some loss of efficacy. The patient had sub muscular placement and the refills are very difficult due to the patient's anxiety and muscle tone in abdomen when the patient is scared. At the time of the report the patient was alive with no injury. Additional information was reported by the hcp on 2016-06-29. The patient had excess drug in pump at refill for the past year; the difference started at about 3ml and had increased to 5-6ml. No troubleshooting, actions or intervention had occurred. And the cause of the excess drug had not been determined or resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.